Event description:
It was reported via repair work order that the zoom wheel was stuck due to damaged zoom actuator and bed could not be move. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.